Event description:
"About 3/4 of way through case, while manipulating trocar- both ears (that hold the sutures) snapped off. Another trocar needed to be opened to finish the case." All parts were retrieved and patient is doing fine.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned evaluation will be completed and final report will be submitted.